Manufacturer narrative:
(B)(4). Regurgitation is considered to be a perivalvular leak (pvl) if a turbulent eccentric jet originates between the bioprosthetic sewing ring and the annulus. Technique related factors, such as incorrect valve sizing, have been shown to contribute to the development of pvl. Av disruption (disassociation) is a dreaded and often fatal complication. This is an extreme form of posterior lv rupture where a portion or the entire posterior left atrium separates from the left ventricle. The risk of this occurrence is greatest in patients with extensive calcification in the posterior mitral annulus and leaflet. This finding is common in elderly patients undergoing mitral valve surgery and is evident by preoperative imaging, including echocardiography and cardiac catheterization. Chest computed tomography without intravenous contrast can be useful in quantifying the degree of posterior mitral annular calcification (also known as mac). Av disruption (disassociation) is usually related to vigorous traction or debridement of the posterior leaflet of the valve or to calcium excision in a calcified posterior leaflet. This can cause separation of the av groove, leading to massive hemorrhage upon separation from cardiopulmonary bypass. This complication is prevented by understanding the pathologic process of calcification of the mitral annulus and avoiding rupture by either placement of traction sutures on the edge of the posterior leaflet or by very careful calcium debridement only in isolated spots. A safer procedure may be to attach the prosthesis to the atrial wall, leaving the entire calcified mass intact. This approach may result in a smaller valve area but a successful operation. When this complication occurs, valve prosthesis is removed and the ventricle is reapproximated to the left atrium with felt strips. Often, a pericardial patch is used to cover the defect and the valve sutures are now placed into the pericardial patch. Nevertheless, this complication carries a high mortality. As stated above, av groove disruption (disassociation) is typically not device related. The reported event was not confirmed. However, based on the information received, the root cause of this event is most likely due to operational context and patient's clinical condition. There is no indication or allegation of a product malfunction. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was learned that a bioprosthetic mitral valve was implanted, then explanted due to atrioventricular disassociation and perivalvular leak. Per the operative report, this patient presented with severe mitral regurgitation requiring mvr. The subject device was implanted and the patient was easily weaned from cardiopulmonary bypass. The valve was interrogated and there appeared to be a perivalvular leak. There was also some bleeding and there was concern that it was related to the left atrial appendage. Some of the heart was dissected away from the pericardium left and laterally. A leak in the ventricle was also identified. There was bright red blood coming. There was an atrioventricular disassociation. Cardiopulmonary bypass was reinstituted and the valve was excised. The disruption was found anteriorly and laterally. A pericardial patch was used to repair the defect. It was decided to downsize the valve. The explanted device was replaced with another edwards valve. The perivalvular leak was gone. The patient was returned to the ICU in stable but critical condition.

Manufacturer narrative:
Reference CAPA-20-00141.